Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2017-00796. It was reported the patient began to experience right leg pain following their permanent scs implant procedure. As a result, the doctor decided to explant the patient's scs system.

Manufacturer narrative:
Corrected data: the lead was not implanted/explanted as initial the ipg and anchors were not implanted as initially reported.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2017-00796. Upon further review of the initially reported event, it was determined that the implant procedure was actually abandoned due to the patient experiencing right leg pain following the leads being placed and anchored.